Event description:
It was reported that a malfunction alarm occurred. Multiple attempts were made by tandem technical support to follow up with customer on the reported issue, however no response was received. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the malfunction alarm stopped insulin delivery the customer alleged that they experienced a blood glucose value of 38 mg/dl due to the malfunction alarm. The customer consumed carbohydrates to address the low bg and went to the emergency room, the customer ultimately declined medical assistance from the ER as their bg had already resolved. Reportedly, the customer reverted to an alternate method of insulin therapy.